Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the left ventricular lead was damaged while trying to reach the fibrous capsule. The lead was not used and the physician tried to implant a new lead, but could not find an appropriate position. No patient complications have been reported as a result of this event.